Event description:
It was reported by the customer that a bd pyxis¿ medbank mini cubies were not releasing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were not releasing and unresponsive. The field service engineer had the keys and worked with medbank support representative (msr), for over an hour to troubleshoot the issue. No hardware faults were identified, and no errors could be reproduced. The fse checked all light emitting diodes, connections, and connectors and all are in good working condition. The msr performed several software-level actions, successfully getting the drawer to respond by moving the pocket to all tray positions. Bin 11 was also tested and became responsive. No further errors could be generated, and all hardware appeared to function normally. The med bank support representative ensured all software components operated correctly. The system functioned as intended after the field service engineer and med bank support representative along with tss¿s support resolved the issue.